Event description:
It was reported that during a procedure to implant three stents in the left sfa, where three previous stents had clotted off, the dr tried using an 8 f radi sheath for the procedure, but the delivery system would not pass through. The dr went in sheathless for all three stents being implanted. After the procedure was completed, it was noted that the marker band had come off and was near one of the implanted stents. The dr used a balloon and was able to retrieve the marker band. No injury to the pt was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The returned sample and x-ray images were evaluated. The examination of the returned complaint sample confirmed the detachment of the distal tip with the marker band. The received angiographic films show four stents of unk origin implanted in the left sfa of the pt. The stents had been placed in overlap, over a distance of 25 to 28 cm. The entire stented area showed a limited blood flow and was completely balloon-dilated in this session. Afterwards, three fluency stent grafts were implanted overlapping, starting from the most distal lesion site. During the deployment of the third fluency stent graft, the tip of the system with the marker detached and migrated downstream. The separated tip with marker band could be retrieved with a short balloon. According to the received info, the dr went in sheathless after the introduction of the system into an 8 f introducer sheath had failed (an 8 f introducer sheath is an incorrect size for a 9 f fluency deployment system). The use of the system without appropriate introducer sheath caused a mechanical deformation and pre-damaging of the tip section, which finally led to the tear-off of the tip. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.